Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, runthrough ns. Guide cath: 5f terumo spo-1. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the shaft, suggesting that the device was advanced over a guide wire and into the body. The stent implant was stationary on the tightly-folded balloon between the markers. Additionally, measurements of the outer diameters of the stent and the overall tip length were taken and all dimensions met manufacturing specification. The analysis confirmed that there were struts in the first row at the proximal end of the stent implant that were stretched. However, since this damage was not originally reported during inspection prior to the procedure, the damage to the stent likely occurred during use of the device as reported. The guiding catheter used during the procedure was not returned, which may have aided the investigation. Therefore, an attempt was then made to perform functional testing to advance and remove the sds through a new 6f guiding catheter, but it was unable to advance due to the damaged struts. In this case, the sds was likely unable to advance as a result of the tortuous and calcified lesion. The stent then likely interacted with the tip of the guiding catheter upon removal such that the proximal end became flared and stretched as a result, thereby contributing the reported resistance. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacturing process. All products are visually inspected online for stent damage. The inability to cross the lesion can be affected by numerous factors including, but are limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices or accessory device support. In addition, difficulty removing the sds through the guiding catheter may be related to factors such as anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter, or procedural technique. Based on the information provided, the lesion was moderately tortuous and heavily calcified, which likely contributed to the difficulties experienced. Based on the information received and the analysis of the returned product, the reported failure to advance, stent damage and difficulty of removing the sds appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are visually inspected online for stent damage.

Event description:
It was reported that the procedure was to treat lesions in the proximal circumflex artery and the posterior lateral artery, with moderate tortuosity and heavy calcification. An attempt was made to pre-dilate with a 2.5 x 15 nc voyager; however, it failed to cross the lesion; therefore, direct-stenting was attempted with the 2.5 x 28 promus in a 5 f catheter, but it was unable to cross. During removal of the device, resistance was noted with the guiding catheter, and the stent strut became flared. The procedure was successfully completed with a 2.5 x 28 promus in the posterior lateral lesion and a 2.5 x 12 xience in the proximal circumflex. There were no patient effects reported. No additional information was provided.